Event description:
It was reported that the patient was experiencing impaired would healing and possible infection. Additional information was received that the patient had an infection at the pocket site. Symptom of wound dehiscence was noted. The physician believed that the infection was not device nor procedure related, and the cause was poor blood flow. The patient was placed on antibiotics and underwent an explant procedure wherein everything was removed. The patient was doing well postoperatively, and the explanted devices were not returned per hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing impaired wound healing and possible infection.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.